Event description:
It was reported that "the surgeon states the screw was not very far into the bone and the head came off it. He had to use pliers to get it completely out."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.